Manufacturer narrative:
(B)(4). Date sent: 12/11/2020. D4: batch # u5d255. H6: component code = mechanical (g04). Device analysis: the ec45a device was received for analysis with no apparent damaged and with a gst45b reload loaded on the device. The reload was received partially fired 2/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided,therefore, the manufacturing record evaluation could not be performed.

Event description:
Gastric bypass on (B)(6) 2020. The device jammed during the gastric jejunal anastomosis firing. It was the second reload and the tissue was running out of the echelon. During the first reload we also saw that tissue moved forward with the knife, and the staples were also badly formed. During the second time this happened even more clearly. Shear did not give the right compression on the tissue. They put in no more tissue than usual. No milking. Unpacked second stapler, and then tissue was sufficiently compressed, tissue did not move during firing, and staples were nicely formed.